Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set did not flow while in use on a patient with an unspecified pump. This was identified during a patient infusion of a vasopressor; further described as the registered nurse "went to change the bag of vasopressor, (it was supposed to be empty), and it was full". The reporter stated, no issues with the pump were identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.